Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was peeled/delaminated. Service history identified the complaint was not related to a previous service of the device within the review period. It was also found that the upstream occlusion (uso) seal was buckling. The dso and uso seal were replaced.

Event description:
It was reported that the device needs the internal battery replaced and software updated. There was no patient involvement. Device evaluation found a peeled/delaminated downstream occlusion seal.